Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle with the procedural sheath being pulled back against the distal end of the shuttle. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies. Damage was observed at the proximal tip of the advancer tube the deformed features indicated that the advancer tube may have been forced back over the tamp lock. When the user attempted to retract a jammed device the pressure can force the advancer tube to be completely retracted into the shuttle cartridge. The review of the lhr (lot f1325505) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the resistance felt during unsheathing might have been caused by sealant swelling up and increasing the sealant profile causing the sealant to wedge between the shuttle cartridge and the sheath. High tension applied to the balloon catheter during the shuttle deployment can result in a tight seal at the tip of the sheath causing the sealant to hydrate prematurely, contributing to a device jam. However, the root cause of sealant swelling prematurely could not be conclusively determined. From the handle. The sealant was flush with the balloon proximal bond and the advancer tube was engaged to the proximal tamp lock. The sealant was compressed, bunched up and blood was observed on the outer surface. The catheter, shuttle cartridge and the advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1323802) indicated that the device lot met all established performance criteria prior to shipment. The condition of the returned device does not match the description of the incident. The advancer tube was properly engaged to the tamp lock inside the shuttle cartridge. Based on the provided information and the investigation performed, the root cause for the reported event could not be conclusively determined.

Event description:
It was reported by the aci sales professional that a (B)(6) year old male patient underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained on the right at the mid femoral head, common femoral artery via a 5f sheath (model unknown). A pre-procedural femoral angiogram showed the vessel size to be 5mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that during deployment, the physician felt that he had shuttled completely down to the hard stop and when he attempted to retract the sheath he had significant resistance. The physician was able to manipulate the sheath up, however the sealant was not deployed. The patient was converted to manual compression for 10 minutes. Hemostasis was achieved with no further complications noted.